Event description:
The zilver flex was prepared and flushed as per IFU. Red safety lock removed. Flex was placed into position. Proximal part of delivery system was held straight with support of the hub. Pulling the handle towards the hub, dr was unable to unsheathe the stent. The handle then detached from the outer sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No. 2. At what stage of the procedure did the complaint occur? Unpacking or preparation of the device, insertion, stent placement, removing the introducer. Stent placement. 3. Details of access sheath used (name, fr size, length)? 6f bright tip 11 cm. 4. What was the target location for the stent? Sfa. 5. Was the product inspected for kinks or damage before use? N/a, yes, no, yes. 6. Was the device used percutaneously? N/a, yes, no, yes. 7. Was the device flushed through both flushing port before the procedure, as per IFU? N/a, yes, no, yes. 8. Was pre-dilation performed ahead of placement of the stent? N/a, yes, no, yes. 9. Was post-dilation performed after the placement of the stent? N/a, yes, no, n/a. 10. Details of the wire guide used (name, diameter, hydrophylic)? Terumo, .35, hydrophylic. 11. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? N/a, tortuous, calcified, altered calcified, but pre dilatation done. 12. Was resistance encountered when advancing the wire guide to the target location? N/a, yes, no, yes. 13. Was resistance encountered when advancing the delivery system to the target location? N/a, yes, no, no. 14. How did the physician deal with this resistance? Poba. 15. Was the approach ipsilateral or contralateral? N/a, ipsilateral, contralateral ipsi. 16. If contralateral, was the bifurcation angle steep? N/a, yes, no, no. 17. Did the tip of the delivery system cross the target location? N/a, yes, no, yes - easily. 18. Was the delivery system tracked around a tight angle in the patient anatomy? N/a, yes, no, no. 19. Was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no, could not deploy delivery system. 20. Was the handle pulled towards the hub during deployment? N/a, yes, no, yes. 21. Was the delivery system pushed during deployment? N/a, yes, no, no. 22. Was the stent deployed smoothly / without resistance? N/a, yes, no, could not deploy delivery system. 24. What artery was the stent placed in? Sfa. 25. Was the stent fully deployed from the delivery system prior to removal of the delivery system? N/a, yes, no, no. 26. Did the patient have any pre-existing conditions? N/a, yes, no, yes. 27. If yes, please specify: calcification. 28. Did the patient require any additional procedures as a result of this event? N/a, yes, no yes, another flex stent placed without any complications. 29. What intervention (if any) was required? Yes, another flex stent placed without any complications. 30. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day same procedure. 31. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no, no.

Manufacturer narrative:
E1: phone number: (B)(6). Device evaluation: the zfv6-125-6-20.0 device of lot number: c2187996 involved in this complaint was returned for evaluation, without its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 18 december 2024. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Handle in deployed position. Outer sheath separated from white connector cap. No damage noted along delivery system. Functional inspection: device flushes as intended. 0.035 inch wire guide passes through device as intended. Unable to deploy the stent due to outer sheath separation. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) states the following: ¿upon removal from the package, inspect the product to ensure no damage has occurred¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to difficult patient anatomy. From the information provided it is known that the anatomy was calcified. It was also noted that there was resistance advancing the wire guide to the target location. It is possible that a difficult path led to resistance which resulted in increased deployment force, resulting in the outer sheath separating from the white connector cap of the handle, as a result the stent could not be deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed using another zilver flex device. Confirmed quantity of 01 x used device. As per initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause can be attributed to difficult patient anatomy. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for similar events.